Event description:
The facility reported to largo customer service and infusion pump with depleted batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. No injury or medical intervention.